Event description:
It was reported that the caller did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue on their own by changing the infusion set and cartridge, successfully resuming insulin, and was educated by technical support to use room temperature insulin when filling the cartridge. Additionally, a replacement infusion set and cartridge were sent to the customer.